Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from canada stating that the device had the following condition: "rubber sheath broken from end that plugs into the unit". It is known that the device was not used during surgery. It is unk if there was pt/user injury or medical intervention. There was no add'l info provided.